Event description:
It was reported that the pump battery could not be charged and the customer received a power source alert . There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.